Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have problems with reservoir. Customer reported that insulin was not coming out; as a result, customer's blood glucose was 600 mg/dl, which was treated with insulin pen. Issue was resolved when customer changed box of reservoirs. It was also found that the time clock was for basal rates in the a.m and not p.m. Time was corrected.